Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens implantation a crack was observed on the periphery of the lens. The surgeon decided to leave the lens in its place and the surgery was completed on the same day. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. It is unknown if a qualified cartridge and handpiece were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the lens remains implanted. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the lens remained in the right eye and there was no discomfort to the patient. The visual acuity after four days post surgery was 9/10 without correction. It was further clarified that the crack was noticed on the lens after the implantation. There was no harm to the patient.